Event description:
It was reported that the atrial lead exhibited noise that could be reproduced with arm movement. All electrical parameters were stable and an x-ray revealed no anomalies. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.